Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a unspecified treatment procedure, a filter deployment issue occurred. The otw greenfield vena cava filter was advanced and deployed in the vena cava. After deployment the legs on the filter did not look right. The legs were at a "90 degree angle". The procedure was completed with this device. However, the physician did not like the way the filter legs looked. No patient complications were reported and the patient's status is fine. Additional information was requested but not received.